Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 3 and 4 was not populating in the application. A field service engineer (fse) identified no lights on the controller board, replaced the interface board but the issue remained unresolved. Fse then replaced the controller board, observed that the light emitting diodes were flashing for a moment and went off. Fse then replaced controller board and drawer board, verified the connections and confirmed that the issue was resolved. The system functioned as intended after the field service engineer had repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, drawers were not populating in the application. The customer stated that they managed to get the medication from another source that caused a delay in patient care. There were no adverse events or injuries reported based on this event.